Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no power, there is damage to the battery cap, and the buttons does not work. The insulin pump was dropped and the battery cap was cracked. No troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify keypad button anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with battery tube threads.